Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal end of the left anterior descending artery. A 20 x 2.75mm promus premier (tm) stent was advanced to the lesion however it was noted that the stent was not mounted on the stent delivery system balloon. It was then found out that the stent was dislodged outside the patient and was stuck on the protective cap. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis caught inside the stent protector. A visual examination of the crimped stent found the entire stent profile was damaged and distorted. The product stent protector was returned for analysis with the device and the inner diameter of the protector was measured. Based on the measured and specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the 2 components. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed balloon wall indicating good crimp contact along the entire balloon wall between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal end of the left anterior descending artery. A 20 x 2.75mm promus premier stent was advanced to the lesion however it was noted that the stent was not mounted on the stent delivery system balloon. It was then found out that the stent was dislodged outside the patient and was stuck on the protective cap. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.